Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter read inaccurately high compared to her feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The patient tests her blood glucose 6x daily. The patient manages her diabetes with metformin pills (1000 mg 2x daily), glipizide pills (10 mg in the morning/ 5 mg in the evening), levemir insulin (30 units in the morning/ 20 units in the evening) and novolog insulin (if blood glucose reads over 200 mg/dl). The alleged issue began a couple weeks prior to contacting lfs. The patient reported blood glucose results of "294 and 347 mg/dl" with the subject meter. The patient denied developing symptoms at that time. However, on (B)(6) 2012 at 130pm, the patient reported a blood glucose result of "339 mg/dl" with the subject meter. Based on the alleged result, the patient administered self 14 units novolog insulin and ate lunch (boiled egg with cabbage). About 15 minutes after that, the patient claims she felt symptoms of shaking, rapid/ pounding heartbeat and sweating. The patient contacted her physician's office and was advised to drink orange juice. The patient allegedly drank orange juice, ate a granola and drank milk as treatment. At the same time, the patient continued to test on the subject meter and obtained results of "100, 80, 70, 68 and 59 mg/dl." The patient felt better about 2 ½ hours later. The patient reportedly went to her physician's office that same day. The patient obtained a blood glucose result of "100 mg/dl" with the physician's meter. No additional treatment was provided. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because, the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.